Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2021-00003, 3009784280-2021-00004. Foreign- (B)(6)/ study name: btk pm: patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesion of the right proximal and distal anterior tibial artery. Approximately 22 months post index procedure, the patient expired due to covid-19 induced pneumonia on (B)(6) 2020. The physician indicated this is not related to the study device or procedure.